Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in pacing impedance on the right ventricular lead was observed. A revision procedure is anticipated but not yet scheduled. The patient will continue to be monitored by follow-up, and was in stable condition.